Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that system could not start up completely due to active button. Upon troubleshooting, the philips remote service engineer (rse) checked the system and identified that the z rotation button got short or pressed and could not be released. The philips field service engineer (fse) visited onsite reviewed the logs and found z-rotation button on left handle is defective and needs to be replaced. To resolve the issue, fse replaced z-rotation button. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up completely due to the active button. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.